Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department for an implantable cardioverter defibrillator issue. The device was noted to be in backup vvi mode. Programming changes occurred and the device was reset successfully. There were no consequences to the patient.